Event description:
On (B)(6) 2026, a patient underwent a thrombectomy and atherectomy procedure using a rotarex device. After operating for a period of time, the catheter stopped rotating. The procedure was subsequently completed using an alternative device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a physical sample was returned for evaluation and physical investigation was performed on the catheter. During physical investigation a catheter and the collecting bag attached to it were received. The helix was found broken at 46 cm from the tip of the catheter; the broken part of the helix was not delivered. Therefore, the investigation is confirmed for the helix break issue. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.